Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event was not reported. On an unknown date, the patient was recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.